Event description:
The customer reported that the rui (remote user interface/joystick) was not working. This is critical for the type of imaging the motorized c-arm was designed for. This issue would effectively render the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No further info is available at this time.